Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm, was being used on (B)(6) 2026 during a rotator cuff and ¿the tungsten tip on the device fell off during surgery. Was not able to find it, but certain it¿s not in the joint.¿ there was no report of impact or injury to the patient or user. The procedure was completed without an alternate device and there was a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: do not use the probe for mechanical displacement of tissue, damage to the probe may occur. Maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, arthroscopic energy 90° probe with suction, 13 cm, was being used on (B)(6) 2026 during a rotator cuff and ¿the tungsten tip on the device fell off during surgery. Was not able to find it, but certain it¿s not in the joint.¿ there was no report of impact or injury to the patient or user. The procedure was completed without an alternate device and there was a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.